Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary lead/medt: the distal portion of the lead was returned, analyzed and all insulators were breached and had metal induced oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism.